Manufacturer narrative:
Date of event. The event date is an estimated date. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 22-aug-2016, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-jul-2016, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 22-oct-2017, UDI#: (B)(4). Product ID: 3708640, serial/lot #: (B)(4), ubd: 26-dec-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right lead impedances were high (orange color) before and after surgery. The session report showed right monopolar 8 - 6,911, 9 - 4,574, 10 - 2,320, 11 - 7,843 and bipolar 8/11 - 5,709, 9/11 - 5,273, 10/11 - 3,642. The patient said they would be having a revision in the spring with the physician. The patient has violent tremors when the device is off and has diagnosis of essential tremor. The plan is to work with the physician and patient with the first appointment within the next couple of weeks and implement engineer suggestions. The patient will be seeing their physician again to discuss a potential lead revision in the spring. It is unknown if there were any factors that may have led or contributed to the issue. A physician stated that the original implanting surgeon liked to use 40 cm extension and the physician noticed the patient's extensions were very taut, which may have contributed to strain on system/break in lead. The issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.